Event description:
It was reported there were some problems with the device. Additional information reported the patient received some bad feeling that was probably caused with a delay in the a-v system which resulted in an atrial and ventricular contraction at the same moment. Further information reported the patient felt some palpitations and an ipg (implantable pulse generator) defect was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): the reported condition was due to unexpected long sav (sensed av) interval. The root cause was determined to be firmware writing to hardware while hardware was not ready, due to small differences in relative speed between two of the device's ics (integrated circuits) and the specific way that the microprocessor updates the pacemaker timing hardware.